Manufacturer narrative:
Information was added to h3, h4, and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed but could not be identified. The foreign material may have been unremoved because the device was not reprocessed properly because of a leak that occurred in a pinhole in the biopsy channel. The suggested events are detectable and preventable by handling the device following the instructions for use (IFU). IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during device evaluation that unknown foreign material was found on the bending section cover of the gastrointestinal videoscope. Evaluation also found white foreign material on the jet tube and air/water tube and cylinder. There was no patient involvement.